Manufacturer narrative:
E1: telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of an evoque procedure. While introducing the evoque catheter, ra pacemaker lead became dislodged, resulting in a drop in blood pressure and a small pericardial effusion. The pericardial effusion did not progress over time. Next day, the ra pacemaker lead was successfully repositioned. Patient has recovered. The site assessed the event as related (causal relationship) to the procedure and not related to the device.